Manufacturer narrative:
The baxter technician found the head and foot hilo cylinders needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head and foot hilo cylinders to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the electric stretcher frame experienced a hilo cylinders self run. The bed was located at the account. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.